Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the pump powered on with the returned battery cap. There were ¿cartridge not detected¿ warnings observed in the black box history on 11/03/2014 when a load step was performed. During investigation, the cartridge was primed to 100 units, the rewind then load steps were completed and the piston stopped at 100 units and the display read the appropriate 100 units. Multiple load step functions were performed and there were no failures duplicated. The force calibration check was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a load step malfunction. It was reported that the pump pushed insulin out of multiple cartridges during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.